Event description:
On (B)(6) 2012, the patient's doctor/reporter contacted animas to inquire about how to disconnect the infusion set from the patient's body since the patient will be off of the insulin pump indefinitely. The reporter stated that the patient tried to commit suicide with 6 units of insulin via the animas pump and subsequently had a blood glucose reading of 30 mg/dl. There was no report of a product malfunction. This complaint is being reported due to intentional misuse. The patient attempted suicide using the animas pump and suffered a 30 mg/dl.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.